Event description:
The customer reported a malfunction code 12 on their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer used multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. A replacement pump with updated software was sent to the customer, who was advised on necessary steps for using the new pump and returning the problematic one. The customer understood and acknowledged the instructions provided by technical support.